Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the device went into safety core mode. The patient's daughter was contacted, and she informed the health care professional that the patient was currently stuck in (B)(6) due to covid-19 restrictions. Boston scientific technical services recommended device replacement. The device and leads remain in service. No adverse patient effects were reported.